Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The imp,tsv,mcol mg,4.1mm,11.5mml (tsvm4b11) was not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information.no pre-existing conditions were noted on the per. The reported product was located on tooth 35 (fdi) and used for approximately 1 week. The reported event could not be recreated due to the nature of the dental device and event (medical conditions). The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 63510210. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63510210) for similar event and no other complaint was identified. August post market trending was reviewed and there were no actionable events or corrective actions for the reported event (nerve damage) or product (tsvm4b11). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Occupation unknown / not provided.

Event description:
It was reported that the implant was removed due to numbness patient is still feeling numbness after removal. Implant was not placed near the nerve.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report . B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. One imp, tsv, mcol mg,4.1mm,11.5mml (tsvm4b11) was returned. Visual inspection of the as returned product identified some signs of use along with bone debris on the external threads. Product matched print specification where measured. Device history record (DHR) review was completed for the subject lot number 63510210. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63510210) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable.